Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device stopped operating while in standby mode. There was no patient harm.

Manufacturer narrative:
The manufacturer's service technician duplicated the reported issue. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. The service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing. Patient/user involvement: the patient gender, date of birth and weight were provided.